Event description:
The pt reported two chargers and the pt programmer will not locate the ipg. The ipg was charged by the pt 4-6 weeks ago. The pt further reported stimulation was lost 2 months ago. The pt will meet with the physician at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.